Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer stated that her doctor determined that she was taking too much cortisone pain medication. The customer stated that she began to feel better as the medication was adjusted. However, the customer stated that she is now experiencing high blood glucose levels. The customer also stated that the history files in the insulin pump did not seem to be recording her boluses correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.